Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced an infection of the peritoneum. The cause was not reported. The patient called requesting help to disconnect from the homechoice to go to the hospital, however, it was not reported if the patient was hospitalized for the event. Treatment and patient outcome were not reported. At the time of this reported event, the patient was performing pd therapy. Additional information is not available.